Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined the cause of the reported issue was due to a shorted capacitor, designator c156, on the analog pcb assembly. The shorted c156 affected the voltages on integrated circuits, designators u15 and u46, which then led to the device issue. The customer received a replacement device.

Event description:
A third party service agent contacted physio-control to report that a customer's device was showing a wrench icon. During evaluation, physio-control observed the device would always detect any defibrillation ECG waveform as non shockable. The device would not be able to provide defibrillation for any shockable defibrillation ECG waveform if needed. There was no patient use associated with this event.